Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A heal collar 4.5x5.5, 5mm (hc455) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of the devices was the same day. Pictures were not provided. DHR review was completed for the subject lot number (1229819 and 2019051721). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1229819) for similar event and no other complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is clinician does not follow the recommended protocol for product placement and final seating and the implant is loaded outside of indications leading to a broken, fractured, or otherwise damaged implant that leads to a decrease in patient function. Customer uses inappropriate surgical or restorative protocol resulting in implant being placed or restored contrary to the instructions for use and leads implant breakage. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that implant internal threads were damaged causing the inability to seat an abutment. After retapping the implant threads, the same abutment was able to seat successfully. No injury was reported at the time of this reported.